Event description:
The reporter states the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The reporter did not provide the lot number of the device, nor the lancets. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.